Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump touchscreen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Event description:
Additional information was provided to tandem technical support on (B)(6) 2024 that confirmed that on (B)(6) 2024 it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
(Remove code 2199, 4582, 1559).